Event description:
It was rpeorted the pigtail of this ureteral atent was noted to be detached upon removal of the device from the package. This occurred outside the pt. Another device was used to successfully complete the procedure and there were no pt complications involved.